Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results tested on coaguchek xs meter serial number (B)(4) and the hospital's coaguchek meter with an unknown serial number. On (B)(6) 2018, the customer tested on his meter with a result of 3.1 inr. On the same day, 10 minutes later, the customer was tested on the hospital's meter with a result of 2.2 inr. There was no allegation of an adverse event. There was no information about the customer provided. The strips and the customer's meter were requested to be returned for investigation. Relevant retention test strips (lot 286321) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.